Manufacturer narrative:
Additional narrative: update rec'd 12/16/2013 - pfs and medical records received. Part/lot was provided for the head. The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address poly wear of the liner. Update: litigation papers received (B)(6) 2013. Litigation alleges pain, clicking and elevated metal ion levels. Records indicate that the patient was actually implanted with a poly liner, though general litigation alleges metal on metal. Date of implant and side have been provided and complaint updated with that information. A femoral head is also being added to address the allegations.

Event description:
Update 5/13/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated disassociation, popping, black soft tissue, liner malshapened/tines worn out, scoring on the trunnion due to impingement from the disassociation, and neutral cup position. The cup wasn't revised. The cup is being added to the complaint. Lab results from (B)(6) 2012 (after dor) indicated the metal ion levels were below 7ppb. The complaint was updated on: 6/1/2015.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination for the depuy cup since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged pulmonary embolism, abductor muscle repair, and dislocation.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.